Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The tabs on the connection end of the device fractured off and were not returned. The device was manufactured in 2010 and shows signs of extensive wear / usage. This failure mode has been previously identified. Since the manufacturing of the complaint device, design changes have been implemented to eliminate the occurrence of this failure. The medical investigation concluded that it was reported that, although a t-handle broke off during surgery, it was outside of the patient and the surgery was completed without the device without delay or patient injury. No further medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The probable cause for the reported event is likely an insufficient design specification. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that, during an unspecified surgery, flanges at connection point of the t-handle broke off. The device was outside of the patient. As a back-up device was not available, surgery was completed without the item. Surgery was not delayed. The patient was not harmed.